Event description:
The rn had primed the bd smartsite low sorbing secondary set tubing, spiked and hung the taxol. As the taxol was starting to infuse, the section where the tubing connects to the chamber fell apart. The rn was able to pinch off the tubing to prevent a chemo spill. No chemo was spilled. This is approximately the 7th recent similar incident with this particular tubing. The bd representative was notified and is aware. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). The bd representative is aware and has been working with the hospital's purchasing department for replacement and an alternative product.